Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported high impedances were measured for electrode 0 showing all were greater than 4000 ohms. Diagnostics included increased amplitude for impedance measurement to 1.7 volts but high impedances were still measured. Actions taken included programming electrode configuration without electrode 0. The issue was not resolved and no surgical intervention occurred or was planned.